Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 19 mg/dl. Customer not sleeping or eating. Customer's mother passed away. Customer is stressed at this time. Nothing further reported.